Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-feb-26.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the complaint device was not returned for evaluation. This complaint originated from a public website in the us and the information received is very limited. Four attempts were made to try and get more details about what the specific device is but unfortunately this information has not been able to be obtained . To date no reply has been received. If a reply is received in the future, then the file will be updated accordingly. Based on the very limited information shared it is assumed that the device in question relates to a zilver vena device. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: it should be noted that the instructions for use (ifu0091) lists restenosis, occlusion or thrombosis of the stented vein as a potential adverse event. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. The root cause is unknown as the device was not returned to confirm a material issue. As very little information was shared a possible root cause is very difficult to determine but could be attributed to a patient¿s pre-existing condition e.g. Coronary artery disease, hypertension, dvt, diabetes, smoking. It is also possible that tumour ingrowth/overgrowth could also contribute to the loss of patency. As previously mentioned, the IFU lists restenosis or thrombosis of the stented vein as a potential adverse event. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
I have ivc stents that keep shutting down also femoral same issues double stenting shutting down dr's can't keep open blood flow how do I get an evaluation.